Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient error. The peritonitis was manifested by fever, vomiting and cloudy pd fluids. The same day as the onset of peritonitis, the patient was hospitalized for the event. Treatment was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4): it was reported upon follow up that the patient was recovered from this peritonitis event (one day prior to receipt of this report). The same day, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.